Event description:
It was reported to boston scientific corp in 2007, that a trapezoid rx lithotripter was used in an endoscopic retrograde cholangiopancreatography procedure. (Female pt, weight unk). According to the complainant, while attempting to retrieve a stone within the common bile duct, "the very tip which looks like a round knob popped off and migrated up the duct of the pt." The physician attempted to retrieve the "knob" with a balloon (device and MFR unk) to no avail; instead, the "knob popped into another accessory duct." The procedure was then aborted. Reportedly, "the pt will need to undergo another surgery to remove the tip if it does not pass, however, the date of the surgery has not been determined at this time. At the conclusion of the procedure, the pt's condition was reported as "fine".

Manufacturer narrative:
The suspect device has been received, but an eval has not been performed. Therefore, a failure analysis is not available, and it is not possible to determine the relationship between this device and the cause of this event. The oct. 2007 15 month trapezoid rx lithotripter product family trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted.